Manufacturer narrative:
Unit was not received in manufacturing mode. Unit passed occlusion test, sleep current measurement and active current measurement. The power management graph was in specification. No pump error alarms noted in the insulin pump history file or during testing. No unexpected replace battery now alarms or replace battery alerts in the insulin pump history file or during testing. No low battery alerts noted during testing. Unable to perform displacement test due to missing retainer. Unit was received with missing o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, cracked case on battery tube area, severely faded serial number label and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error and damage. The customer blood glucose level was unknown at the time of the incident. The customer reported the error occurs every four hours and the reservoir compartment is missing the plastic transparent o ing. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.